Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3 - additional information: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Furthermore, the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #3: this supplemental is being sent to correct information submitted in follow-up #2 and to include new information. At the time of submission, the lay user/patients test strips had been evaluated, the meter had not. Furthermore, the additional MFR narrative was incorrectly titled ¿follow-up #1¿. The narrative should have read as follows: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began 3 weeks prior to contacting lifescan, between 6:00-7:00pm (date not provided). The patient stated that he obtained a result of "255 mg/dl" compared to feelings/normal results. The patient manages his diabetes with self-adjusting insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "tremors, nausea and dizzy" right after the alleged product issue began; however he denied that he received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "tremors" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4 the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.